Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker has depleted from 1 year remaining down to 4 months. Boston scientific technical services (ts) discussed the transmission of power consumption of 42 microwatts and 96% percent has no change. The slight loss in longevity was likely related to the transition from the hardware based on the calculations to voltage. As of this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker has depleted from 1 year remaining down to 4 months. Boston scientific technical services (ts) discussed the transmission of power consumption of 42 microwatts and 96% percent has no change. The slight loss in longevity was likely related to the transition from the hardware based on the calculations to voltage. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.